Manufacturer narrative:
Follow-up #1: date of submission 09/24/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/04/2015 with the following findings: during testing, the battery compartment was found to be cracked. Evidence of moisture was found in the battery compartment. The pump cover was opened and no further moisture was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The battery compartment reportedly was cracked. There was also moisture and corrosion noted in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.